Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that a threaded piece was broken off inside of one of the 20° l hole of the univers revers¿ lever-locking broach handle. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the mating device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/04/2025, it was reported by a sales representative via (B)(4) that an ar-9510-01 version rod had the tip break off inside the ar-9510-2 univers revers lever-locking broach handle. A secondary broach handle and version rod was present in the set and was used to complete the case. No adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.